Event description:
It was reported that the procedure was to treat a re-stenosed lesion in the mid left anterior descending (mlad) artery with moderate calcification and moderate tortuosity. A 2.5x15mm trek balloon was advanced for pre-dilatation. The indeflator was prepared, however, the pressure gauge seemed very slow in reaching the pressure at 8 atmospheres (atms) and contrast from the indeflator syringe was very slowly filling into the balloon. Attempted to inflate balloon slowly but noted some bubbles inside of balloon mixed with contrast. The connection at the hub of the balloon was checked and there was no leak of contrast. Another indeflator from the same lot was used to attempt to inflate the same balloon but same incident occurred. Another indeflator from a different lot was used to continue the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however, as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional 20/30 priority pack indeflator device referenced in b5 is filed under a separate medwatch report number.na